Event description:
Boston scientific/target was notified that the marker of the fastracker-18 infusion catheter fractured during the procedure. The fractured marker remained inside the pt's mha, and cannot be removed by any device. The customer alleged that he did not feel any resistant prior to the fracture of the catheter during the procedure. The guidewire used during the procedure (transend .014" was disposed at the hosp). The pt was reported in good condition.